Event description:
Customer reportedly obtained a result of hi while the doctor's device read 170mg/dl. No treatment received no strip information provided. No quality controls were used. Requested return of suspect device and replacement was sent.